Manufacturer narrative:
The pump has not been returned to animas at the time of this report. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, a reporter contacted animas alleging that a patient experienced an event while on the pump. The reporter stated that the patient was found to be unresponsive at first, but was later able to answer questions. The reporter stated that the patient had gotten in contact with their doctor. The reporter was unable to troubleshoot the issue at the time of the call. The patient spoke with a customer technical support representative and stated that they would follow up at a later date. This complaint is being reported because the patient experienced a blood glucose excursion that caused them to be unresponsive and the pump could not be ruled out as a contributing factor. Customer neighbor was in the house with customer while on the phone he stated several times that she was unresponsive, when asked was she breathing he stated yes. Customer started talking to him on the phone, while the supervisor was on hold with 911. Customer then took the phone from neighbor and began to talk to me. I asked her was she alright and did she still wan the ambulance, she stated no. This question was asked several times. Call was dropped at 3:20 am. Attempted to call back at 3:21 am with no answer, attempted a second time at 3:24 am customer answered the phone, customer stated that she got in touched with doctor and was awaiting her call. Doctor called while we were on the phone and customer was instructed to talk to her doctor and informed that we follow up with her on once she has been taking care of by physician.

Manufacturer narrative:
Product analysis: the device was returned and evaluated by product analysis on 07/27/2017 with the following findings: the complaint could not be duplicated or confirmed with investigation. Review of the pump¿s black box indicated no abnormal pump behavior. Data relevant to the alleged event was overwritten due to extended pump use. The total daily dose history was appropriate for the user programmed delivery settings. The pump successfully completed a prime sequence, bolus deliveries, and 24-hour exercise test without issue or alarm. The pump passed a delivery accuracy test. All deliveries performed during investigation were recorded accurately in the pump¿s history. Unrelated to the complaint, a battery compartment crack was observed. No moisture was observed within the battery compartment, the battery cap could secure properly to the pump, and no power-issues were observed in the black box history or experienced during investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.